Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited high pacing thresholds. The lead was capped and replaced on (B)(6) 2017. The patient did great before, during, and following the procedure.